Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A revision procedure was performed and the rv lead was successfully repositioned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.